Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split (possibly cut) into two pieces. One portion was chipped on the edge. While we were unable to determine the origin of the damage, our obervations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all adocuments indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/30/2009 by fax and mail. A completed questionnaire was received on 07/07/2009.

Event description:
A nurse reported that an intraocluar lens (iol) was decentered. The surgeon also repurted that the posterior capsule was torn and vitrectomy was performed. The iol was exchanged for a different iol. The pt is reported to be "doing fine."